Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings compared to normal reading/feeling. On (B) (6) 2010, this medical surveillance specialist contacted the pt to obtain more info. The pt tests his blood glucose a minimum of 4 times per day and manages his diabetes with novolog and levimir insulin based on a sliding scale per the lfs meter readings. On (B) (6) 2010 at 9:45 am, the pt reportedly had a headache and decided to test with the subject meter. The pt tested on the subject meter several time and obtained an error 4 message. The pt reportedly was able to eventually obtain a blood glucose reading of "247 mg/dl" after several attempts. The pt allegedly took insulin per the lfs meter readings. Sometime after, the pt reportedly developed symptoms described as "hot, sweaty, and seeing spots in front of his eyes." The pt tested on the subject meter at "57 and 47 mg/dl." The pt ate a banana and drank some soda as a result of the lfs meter reading. The pt claimed he felt better soon after. The pt's sliding scale insulin regimen was altered on (B) (6) 2010. The pt felt that the "247 mg/dl" reading obtained on the lfs meter was incorrect. During troubleshooting, the customer care advocate verified that the pt was not using the correct testing process (did not clean the test area appropriately). The error 4 message was resolved with training. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia and received medical intervention after the pt took insulin per the lfs meter readings. Replacement products were sent to the pt.